Event description:
Device #2: malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle did not capture a cuff. The device was removed over a guide wire and a second proglide was used with the same results. The device was removed and a third proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device#1: part# 12673-03, lot# 85013-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.